Event description:
Caller states the patient tested2.5 inr on coaguchek system and 2.0 inr on a comparison lab. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.

Manufacturer narrative:
Additional concomitant medical products: prochlorperazine; ranitidine; neupogen.